Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support (cts) arranged for a replacement pump to be sent. The customer was instructed to continue using the current pump with a mobile app for interactions and to return the malfunctioning pump to tandem within ten days to avoid charges. Instructions were provided on how to put the pump into storage mode, and the customer acknowledged receipt of these instructions. The customer understood the need to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump once received. Customer will continue to use current pump, relying on mobile app to interact/bolus with pump.